Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, only 8 out of 10 needles were present when package was opened. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted eight needles and four sutures in a retainer. The sutures were attached to the needles. The packaging states that there should be ten needles and five sutures. Unfortunately, because no sealed samples were returned, pmv could not confirm that there was an incorrect quantity of needles before the packaging was open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were returned, pmv could not confirm that there was an incorrect quantity of needles before the packaging was open. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.